Event description:
Device 1 of 2. Reference MFR report: 1627487-2010-03544. The pt received her scs system, including an ipg and a surgical lead, on (B)(6) 2010. It was reported the pt requested her scs system be explanted as she felt it was interfering with her cardiac pacemaker and causing heart palpitations. No evidence of this was seen during or after the cardiac ipg was implanted. The explanted products were returned to the MFR for analysis. No pt complications were reported as a result of this event.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.